Event description:
A healthcare professional reported multiple patients with sporadic diffuse lamellar keratitis. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be determined conclusively without additional information, however, dlk (diffuse lamellar keratitis) is not related to the device. Contributing factors of dlk (diffuse lamellar keratitis) could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).